Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. No baseline effusion was noted. A limited transeptal puncture contributed to less-than-optimal deployments of three watchman flx left atrial appendage closure devices. Multiple recaptures were done to achieve an optimal position in the heavily pectinated laa and a fourth watchman flx left atrial appendage closure device was successfully placed. The patient remained stable throughout the procedure until a trans gastric sweep using transesophageal echocardiogram (tee) after release revealed a 1cm pericardial effusion in the pericardial space in the right ventricle. The physician decided to perform a pericardiocentesis and removed 300mls of bloody fluid. The patient remained stable throughout and was kept overnight for observation. The patient was stable and doing well and discharged from the hospital on (B)(6) 2023.